Event description:
It is reported that the poly had multiple imperfections on the articular surface. A second poly was opened and was implanted.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as received the articular surface shows either a surface imperfection or a scuff mark. A definitive root cause cannot be determined with the information and device provided. Evaluation: review of the device history records did not find any deviations or anomalies. Dimensional readings are conforming to print specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.